Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals were broken, and the device was observed to have a scratched lcd lens, latch lock was not released, and bubbled dso (downstream occlusion) seal. Review of the device?s event history log is not applicable. To conduct functional testing, device was subjected for pressure, occlusion, and no disposable alarms in an attempt to duplicate the reported event. Upon testing, it was revealed that the reported problem was duplicated. Performed a psi test and only went up to 9 psi before losing pressure. The upstream sensor occluded when clamped but the downstream failed to occlude when tested. Testing revealed the valves were not operating properly which is the possible cause the issue due to fluid ingression. The valve assembly, expulsor assembly, dso seal, lcd lens, optic switch, latch lock, keypad, overlay grey, rear label and side label were all replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the pump alarmed downstream occlusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.